Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Smr reverse revision due to implant loosening and infection performed on (B)(6) 2018. During this revision all components were removed and humeral spacer with antibiotics has been inserted. The involved components are the following: 1360.50.020 smr reverse liner + 6 mm, lot# 16at1j2, ster. 1700036; 1374.09.111 smr glenosphere ø 36mm, lot# 1612233, ster. 1600265; 1374.15.310 smr connector small std, lot# 1614755, ster. 1600307; 1375.14.661 smr glenoid peg tt s/std/l #s, lot# 1408234, ster.1400228; 1375.15.620 smr glenoid baseplate small, lot# 1409546, ster.1500089. No details about the involved stem available, but, according to the info reported, it was removed as well. Previous surgery performed on (B)(6) 2017. Event happened in (B)(6) .

Event description:
Smr reverse revision surgery due to implant loosening and infection performed on (B)(6)2018. During this revision all components were removed and humeral spacer with antibiotics has been inserted. Previous surgery was performed on (B)(6) 2017. According to the info reported, during revision surgery, samples have been taken for analysis, unfortunately, even if we asked to the complaint source to share with us the test results, we never received this info. During the second stage of the revision surgery, competitor's prosthesis has been implanted, therefore no information is available on the following stage of surgery. The components implanted during previous surgery are the following: · 1360.50.020 smr reverse liner + 6 mm lot#16at1j2 ster. 1700036. · 1374.09.111 smr glenosphere ø 36mm lot# 1612233 ster. 1600265. · 1374.15.310 smr connector small std lot# 1614755 ster. 1600307. · 1375.14.661 smr glenoid peg tt s/std/l #s lot# 1408234 ster.1400228. · 1375.15.620 smr glenoid baseplate small lot# 1409546 ster.1500089. · 8420.15.010 bone screw lot# 1701807 ster.1700070. · 8420.15.020 bone screw lot# 1608641 ster. 1600188. According to the info received, the stem (code 1304.15.180, lot# 1605386 ster. 1600146) has been removed as well. According to the complaint source, the surgeon commented that it was very hard to remove it. The stem had been implanted during primary surgery on (B)(6), 2016. Event happpened in australia.

Manufacturer narrative:
Dhrs check: we checked the sterilization charts of all the components involved with the following results: · 1360.50.020 smr reverse liner + 6 mm lot#16at1j2 ster. 1700036 - no anomalies detected on the 108 pieces placed on the market with lot# 16at1j2 1700036. · 1374.09.111 smr glenosphere ø 36mm lot# 1612233 ster. 1600265 - no anomalies detected on the 15 pieces placed on the market with lot# 1612233 1600265. · 1374.15.310 smr connector small std lot# 1614755 ster. 1600307- no anomalies detected on the 44 pieces placed on the market with lot# 1614755 1600307. · 1375.14.661 smr glenoid peg tt s/std/l #s lot# 1408234 ster.1400228 - no anomalies detected on the 59 pieces placed on the market with lot# 1408234 1400228. · 1375.15.620 smr glenoid baseplate small lot# 1409546 ster.1500089 - no anomalies detected on the 42 pieces placed on the market with lot# 1409546 1500089. · 1304.15.180 smr finned stem lot# 1605386 ster. 1600146 - no anomalies detected on the 35 pieces placed on the market with lot# 1605386 ster. 1600146. · 8420.15.010 bone screw lot# 1701807 ster.1700070 - no anomalies detected on the 200 pieces placed on the market with lot# 1701807 1700070. · 8420.15.020 bone screw lot# 1608641 ster. 1600188 no anomalies detected on the 200 pieces placed on the market with lot# 1608641 1600188. Since no anomaly was found on the sterilizations charts of the abovementioned components, we can state that thay had been regularly sterilized before being placed on the market. Explants analysis: we did not receive the explanted components for analysis (discarded by the hospital) xrays analysis: we received pre-op xrays from the complaint source (exact data is unknown). We asked for a critical medical judgement: "the images show an ap shoulder girdle and trauma lateral. There is no immediate post operative view to compare with. The humeral component of a cementless stem looks well fixed with no lytic reaction that would suggest infection the glenoid baseplate has lysis around the peg and although there is limited information one can determine with an ap shoulder girdle view I suspect there has been some migration. The appearances are consistent with infection. The primary pathology I suspect is cuff tear arthropathy. There is no prosthesis related problem that can be identified." Conclusions: according to the info received and based on the critical medical opinion we asked for, this revision was caused by infection and no prosthesis-related issue can be identified. The sterilizations charts did not show any anomaly, we can therefore confirm that that the involved components had been regularly sterilized before being placed on the market. In conclusion, we cannot determine a certain cause for this infection, but we can classify this event as not product related. Pms data: according to our pms data, smr reverse revision rate due to infection is 0.05%. None of the cases we could investigate were classified as product related. No corrective action planned for this specific case. Limacorporate will keep monitoring the market.